Event description:
Patient was having dysphagia and pain. Patient had gallbladder surgery, and surgeon examined band site. Erosion identified and band was removed. The clear soft plastic to keep the device from cracking at the hub came away from the catheter, and slid down the catheter.

Event description:
Patient was having dysphagia and pain. Patient had gallbladder surgery, and surgeon examined band site. Erosion identified and band was removed. The clear soft plastic to keep the device from cracking at the hub came away from the catheter, and slid down the catheter.